Manufacturer narrative:
Insulin pump received with no up and down button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. No blank display or display anomaly noted during testing. Unable to verify for operating current test, including battery out of limit alarm due to no up and down button response. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside insulin pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the numbers on the screen of the insulin pump were ramping on their own. The customer also reported receiving a battery out limit alarm after the customer replaced the old battery with a new one. The customer stated that the insulin pump might have been exposed to moisture and that the batteries were out of the insulin pump for longer than ten minutes. The customer's blood glucose was 144 mg/dl at the time the issue was reported. Nothing further reported.